Event description:
Infutronix received a complaint from a clinic building service coordinator who reported "vtbi isnt infusing". Operator of device was a testing technician. No medication was being infused. No patient involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and there are no codes that would indicate the pump had an issue with running an infusion. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 98.02 ml. The programmed volume was 100 ml. So, the flow rate deviation is -1.98%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.